Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm and a cartridge alarm 1 occurred. Customer's blood glucose was 140 mg/dl. A new cartridge was loaded to address the event and insulin delivery was resumed.